Event description:
It was reported that the bunk and bunk supports have a lot of movement. The piston has a lot of movement between the piston rod and the upper neck. No adverse consequences have been reported.

Manufacturer narrative:
Support tube.